Manufacturer narrative:
Baxter will continue to investigate any reports it receives and review trending of these events.

Event description:
Customer informed baxter pump delivered too quickly- air alarm too late. No pt injury has been reported at this time. Baxter has requested additional information on this issue.